Event description:
The customer reported that the system might have had an anode error or corruption, and that it was not working. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system's main batteries were replaced. The system was then found to be operating as intended.